Manufacturer narrative:
The hospital zeroed the flow sensors and rebooted the machine, resolving the alarm condition. No report of patient involvement.

Event description:
The hospital reported that, during the preoperative checkout, the unit was noted to have a leak and a system failure. There was no report of patient involvement.